Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, 2018, the patient underwent the tha surgery with the cup in question. After the surgery, on an unknown date, 2021, the patient had a dislocation. After that, on (B)(6) 2022, the patient had a dislocation again. If dislocation occurs again in the future, the surgeon will consider revision surgery. No further information is available.